Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 15.2mmol/l (~274 mg/dl) after an unspecified duration of pod wear on the leg. It was further reported that insulin leakage was observed during wear, and there was bleeding at the infusion site noted. Upon removal of the pod, the cannula was observed to be bent. A new pod was applied, and the patient successfully resumed therapy. No medical intervention was reported.